Event description:
It was reported that the patient received an alert via remote transmission. Upon review the lead exhibited significant increase in high voltage lead impedance over the last couple of days. Lead damage was suspected. Defibrillator threshold testing was done in (B)(6) 2016 and the results were satisfactory. Lead replacement was discussed. The patient was in a stable condition.